Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was found to be fully functional and the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4). Product ID: 29631, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an electrode and probe placement procedure, the navigation system was reported to be inaccurate alongside the automated trajectory guidance unit. It was noted that placement was being performed for a soft neuro tissue ablation with a medtronic thermal therapy system. It was reported that following placement, the MRI found that the placement was five millimeters inaccurate at the entry and "a couple" off at one side of the target. The facility elected that the placement was sufficient to continue with the procedure. The procedure was delayed thirty minutes due to the reported issue. There was no reported impact on patient outcome. It was noted that tracer registration returned a 1.2 error metric and appeared to be aligned when drilling. It was noted that the surgeon was making adjustments regularly during placement and that the scrub tech noted an instance of towels pushing against the targeting unit (tu) though no issues were observed on the navigation system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated through archive analysis. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.